Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shocks due to right ventricular lead noise. The physician turned off the device. The device and lead were explanted and replaced. The patient is stable.